Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient has alleged esophageal cancer. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil using a known good product investigation laboratory supplied power supply and power cord and able to confirm the device powers on and provided airflow, confirmed the operation of the heater plate. During the evaluation there was no error code found. Product investigation laboratory observed a small abrasion on the side of the top cover. A dust-like contamination was observed on the right-side panel, in the iso port, air inlet, interior side of the top cover, on the pca, interior side of the left side panel, all over the blower cap, on and in the blower motor, on the sound abatement foam and in the bottom enclosure. A large potential dried liquid spot with potential degraded sound abatement foam was observed in the bottom enclosure. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Product investigation laboratory observed that no water tank was returned with the device. A dust/dirt-like contamination was observed on the flip lid assembly, dust-like contamination in the air outlet port, on the left side panel, on the interior side of the flip lid assembly, on the flip lid seal, in the humidifier bottom enclosure, on and in the dry box, on and under the heater plate, and in the lower base. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid and recall (z) number has been updated.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information esophageal cancer, stage 4. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.